Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the distal end of device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the distal end of device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf type 290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf type 290 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed that there was foreign material from distal-end due to the clogged biopsy channel. Additional findings include; angulation in the up direction was out of standards due to the worn angle-wire. The aspiration quantity was out of standards due to the broken channel tube. The gap on up/down knob was out of standards due to the worn angle-wire. There was waterproof failure due to the broken channel tube. Light guide bundle was abnormal. Bending section cover adhesive was broken. The connecting tube had scratches. The coating on the universal cord was peeled off. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an aspiration issue with the video scope, . The issue occurred during preparation for use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the suction channel is clogged. There were no reports of a delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.